Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The user facility performs service of their ventilators by themselves and did not request any service. It has not been communicated if any parts were replaced. The investigation of the provided ventilator logs confirms the reported event of alarms for low o2 concentration. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. Pre-use check was successfully performed prior and after ventilation was started. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined.